Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and before procedure began, the procedure was re-arranged at another time. The philips field service engineer (fse) visited onsite and found c arm movement failed. After reviewing log file, fse found that there was an error on c arm movement. Upon troubleshooting fse found c arm propeller movement. To resolve the issue, fse replaced the c arm propeller potentiometer. After replacement of potentiometer was completed, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm propeller movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.